Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the liquid deposit was observed, but the image failure was unable to be confirmed. The definitive root cause of the image failure and liquid deposit could not be determined. Additional information was requested, but not received. If additional information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Corrosion was discovered on the pins of the socket. Additionally, the output socket was chipped and worn-out. There was a liquid deposit found on the socket. The coating on the chassis was peeling. The front panel was worn-out. The airflow was weak due to a loose pump, and as a result of the worn-out tubing, there was discoloration in the air-feeding conduit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing an image failure during an examination. According to the initial reporter, the contacts from the endoscope connector are corroded. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.